Manufacturer narrative:
The package insert states 'bending, fracture, loosening or migration of the implant" are potential adverse effects. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported six of the 14mm variable screws may have backed out, however this has not been confirmed. It is reported they are unsure at this time if it is a true back-out or if the locking mechanism on the ring stopped the screws from backing out further. It is reported the plate remains in contact with the vertebral bodies. The plan for the patient is to order a progressive x-ray, there are no plans for additional surgeries at this time.